Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed; the ok button was intermittently responding during test, the up/down arrow buttons and contrast key contacts were responding during testing, all key contacts were inverted and did not spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the ok button was sticking. The pump reportedly has not been exposed to moisture and the keypad is still intact. There was no adverse event associated with this complaint.